Event description:
The pt received an scs system including an ipg on (B)(6) 2010. It was reported that the recharge time for his ipg has increased since the receipt of his new charging system. In an effort to resolve this matter, another charging system was shipped to the pt. Follow-up on this issue found that the pt the latest unit is recharging his ipg at what appears to be a more efficient rate; however, he has an appointment with the physician next week.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.